Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached near the lap joint section, and the drive cable was coiled and kinked. The imaging window was not returned for analysis. Impedance testing shows an electrical open at proximal end of the catheter between 150 and the most proximal.

Event description:
Reportable based on device analysis completed on 19dec2023. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window detached near the lap joint section.